Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device powered up properly after battery installation and had operating currents within specification. No unexpected battery out limit alarms noted. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. It had cracked battery tube threads and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped in the tub and then the buttons became unresponsive. Blood glucose value was 8.1 mmol/l. The customer was advised to remove the battery for 5 minutes and insert a new battery; the customer stated the keypad was still unresponsive and she received a battery out limit alarm that could not be cleared. The customer was unable to check the alarm history or run a self-test due to the keypad issue. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.